Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached multifunction cable. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer's report was observed and attributed to a system interconnection flex cable that was not properly seated to a connector. The cable was reseated to correct the reported problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.